Manufacturer narrative:
(B)(6).

Event description:
It was reported that a stent dislodged. A percutaneous coronary intervention (pci) was performed on a tortuous circumflex (cx). A guidezilla, a 3.00mm x 40mm apex balloon, and a 4.50 x 32mm synergy megatron stent were selected for treatment. However, the stent came off the balloon, and the balloon was noted to be sheared. The devices were removed from the patient. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.